Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also correcting information submitted on the initial medwatch report. Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing without duplicating the malfunction. The device's main board was replaced as a precaution. The device was recertified and returned to the customer. Review of the device logs did not find evidence to support the reported event. No trend is associated with reports of this type. Reports of this nature are typically not considered to have any clinical impact and this report has been re-classified as a non-reportable complaint.

Event description:
Complainant alleged that during functional testing, the device displayed a red "x." Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device prompted a "unit failed" message complainant indicated that there was no patient involvement in the reported malfunction.